Event description:
It was further reported that per death certificate the immediate cause of death was end stage severe chronic obstructive pulmonary disease and other underlying causes contributing to the death included chronic renal failure, hypertension and coronary artery disease.

Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs class 3) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 12.0mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilation and placement of a 3.50x16mm taxus perseus stent, with 0% residual stenosis following post-dilation. In (B)(6) 2013, the patient expired. No additional information is available at this time.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Manufacturer narrative:
(B)(4).